Manufacturer narrative:
During device evaluation at olympus, it was found there was no image displayed when the camera head was connected to the video processor. Only test patters such as color bars were visible on the screen, which was due to a defective vide cable. Evaluation also found the cable was twisted and there was rust on the metal part of the coupler. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported camera head was broken and was not recognized by the video system. The issue was found when preparing the device for use in a therapeutic dl intervention procedure. A similar device was used to complete the procedure after a 20 minute delay. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a cable malfunction caused a communication failure that prevented images from being displayed. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.